Event description:
A data error alert was reported by the customer after the pump was shipped. The customer's blood glucose level at the time of the issue was 210 mg/dl, which was within the normal range. Customer support informed that some history logs may have been erased but confirmed that insulin therapy was unaffected. The customer understood and decided to continue using the pump for insulin therapy.